Event description:
It was reported that one day after implantation of an intraocular lens (iol) into the left eye, the patient presented with toxic anterior segment syndrome (tass). The patient's bcva decreased at day 1 post op to 20/200. Slit lamp findings were diffuse 1+ d-folds (limbus to limbus), 4+ cell, pupillary fibrin membrane. In the surgeon¿s opinion, the most likely cause of the event is tass secondary to iol. The patient continues to recover and has complaints of "film" in the left eye compared to the right eye. The right eye had an iol implanted one week prior and has done well. The following medications were prescribed (for use at home post-operatively): pred/moxi/bromfenac, oral pred, atropine and durezol.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.